Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during deployment of the 6f mynx grip vascular closure device (vcd), the physician noted that there was no white advancer tube. The device was removed, and manual pressure applied until hemostasis was achieved. There was no reported patient injury. The mynx vcd was used in an interventional heart catheterization. The procedure used a retrograde approach. The deployer was a certified experienced mynx user. A 6f avanti catheter sheath introducer was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The stick location was femoral. There was no presence of pvd/calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression for less than 30 minutes. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has recovered. The product is expected to be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during deployment of the 6f mynx grip vascular closure device (vcd), the physician noted that there was no white advancer tube. The device was removed, and manual pressure applied until hemostasis was achieved. There was no reported patient injury. The mynx vcd was used in an interventional heart catheterization. The procedure used a retrograde approach. The deployer was a certified experienced mynx user. A 6f avanti catheter sheath introducer was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The stick location was femoral. There was no presence of pvd/calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression for less than 30 minutes. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has recovered. The product is expected to be returned for evaluation.

Manufacturer narrative:
As reported, during deployment of the 6f mynxgrip vascular closure device (vcd), the physician noted that there was no white advancer tube. The device was removed, and manual pressure applied until hemostasis was achieved. There was no reported patient injury. The mynx vcd was used in an interventional heart catheterization. The procedure used a retrograde approach. The deployer was a certified experienced mynx user. A 6f avanti catheter sheath introducer was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The stick location was femoral. There was no presence of pvd/calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression for less than 30 minutes. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has recovered. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was disengaged from the black handle. The syringe was connected to the device with the stopcock open. The procedural sheath was on the shuttle cartridge. The sealant and advancer tube were found to have remained in the outer cartridge tubing as received. The sealant grip tip was observed exposed to blood and adhered to the device components. The device was inspected for damages that may have contributed to the reported event, and no visual damages or anomalies were observed. Per functional analysis, the sealant grip tip was replaced from the device components, and simulated deployment test to ensure functionality of the returned device was performed. The shuttle was advanced and retracted to the black handle without issue, and the advancer tube was observed properly engaged to the proximal tamp lock during the device failure investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). Per dimensional analysis, the advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. Per microscopic analysis, no damages to the tamp locks of the returned device were observed. A product history record (phr) review of lot f2132305 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿missing advancer tube¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as incomplete engagement of the advancer tube, may have contributed to the reported evet. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use which is not intended as a mitigation of risk, users are instructed to ¿insert the mynxgrip into the procedural sheath up to the white shaft marker. Inflate the balloon until the black marker is fully visible on the inflation indicator¿. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.